Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had problems charging the implant for a couple of years, but they were unable to narrow down which year. They stated the healthcare provider might replace the ins because the battery wouldn't charge completely and it would run out quickly after they fully charged it. No symptoms were reported. No further complications were reported or anticipated.